Manufacturer narrative:
The sample has been rec'd and in-house evaluation is in progress. Investigation include root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, air bubbles were observed in the infusion line before entering the pt's eye. The pak was exchanged and the case was completed without harm to the pt.